Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was returned to the galway return product analysis lab loaded inside the delivery system. An infold was observed as the valve was being deployed. The valve was forwarded to the santa ana product analysis lab via fedex inside a heart valve return kit in clear 0.2% glutaraldehyde solution. All leaflets were stiff and exhibited signs of severe creases and imprints; conditions possibly attributed to the valve being in loaded inside the delivery system for an unknown duration of time. Coaptation: as received, all leaflets were in a closed position with a gap at the point of coaptation. Commissures: all commissures appeared intact. Additional observations: the valve appeared discolored showing evidence of blood contact. The valve was received in a partially compressed state. The frame exhibited an ovalized appearance on the outflow and inflow aspects. The valve was submerged in a warm saline bath. The valve appeared to maintain a compressed condition; possibly from being in the loaded position for an unknown amount of time. Due to the received condition of the valve, a deployment simulation could not be performed to assess the against the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve into a minimally calcified annulus, the valve was loaded once and the load was checked visually, tactilely, and under fluoroscopy. No misload was identified. After the first recapture and on the second deployment attempt, an infold was observed. The valve was recaptured the first time due to the deployment attempt being too high. The system was withdrawn and a new valve was implanted. Per the physician, the patient¿s minimally calcified annulus contributed to the infold. No adverse patient effects were reported.